Event description:
It was reported that the ventilator had a disc/sense alarm condition while connected to a patient. When the nurse arrived, he disconnected the ventilator from the patient and found there was no flow with an audible alarm. The patient was manually ventilated and placed on a back-up ventilator. No patient harm reported.